Event description:
The manufacturer representative reported, a change in tissue after a MRI head scan. The pt's leads were implanted in the stn of both hemispheres for parkinsons. The hcp ordered a MRI. The reason for MRI is unk; at the time, the pt was not having any issues with the device and was receiving good therapy. The device was turned off for the MRI scan. After the scan was complete, the pt did not appear to have any problems so they went home without being seen by the hcp. A day or so later, the pt returned to the clinic with tremor only on side; prior, the pt had parkinsonian symptoms on both sides. The hcp turned the devices back on for both hemispheres and the pt's symptoms went away on the side that had tremor. The hcp ordered CT scan and observed some physical change of the tissue at the end of the lead on the pt's side where they saw the symptom improvement with the device turned off.

Manufacturer narrative:
.